Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple call service 128 alarms were found in the black box. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on the side and below the grip pad. The returned battery cap was undamaged and was able to fit. Evidence of moisture corrosion was found in the battery canister. The pump cover was removed to find no further moisture corrosion.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.